Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, since the patient's atrium was smaller the threshold parameter was not ideal after the lead was in placed. The rv lead failed to obtain a good threshold after repeated attempts, was abandoned and replaced with a different lead to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.